Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5077034/5131474.

Event description:
It was reported that the patient was having pain at the pocket site due to the ipg being shallow. Symptoms of soreness around the ipg site was noted. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were discarded.